Event description:
A male patient underwent an arthroscopic shoulder repair for a supraspinatus and infraspinatus rupture with the use of 2 healix br anchors for fixation sometime in (B)(6) 2011. The repair failed during re-hab; the patient underwent a re-surgery for remedy in (B)(6) 2011, with the use of 3 additional healix brs for fixation. Subsequent to this re-surgery, at some point in time, the patient presented with "frozen shoulder" and a re-rupture of the supraspinatus, infraspinatus repair intact; it is not known to mitek how this re-injury was remedied. At this point in time, through imaging, it appears that the patient has had some sort of reaction at the attachment site, what is being described as an "enormous cyst in caput humerii" (humeral head); because of this condition, a shoulder prosthesis via a reverse shoulder arthroplasti appears to be the next course of action. There are questions out for further information and clarity.

Event description:
The patient underwent an arthroscopic shoulder repair for a supraspinatus and infraspinatus rupture with the use of 2 healix br anchors for fixation sometime in (B)(6) 2011. The repair failed during re-hab; the patient underwent a re-surgery for remedy in (B)(6) 2011 with the use of 3 additional healix brs for fixation. Subsequent to this re-surgery, at some point in time, the patient presented with "frozen shoulder" and a re-rupture of the supraspinatus, infraspinatus repair intact; it is not known to mitek how this re-injury was remedied. At this point in time, through imaging, it appears that the patient is some sort of reaction at the attachment site, what is being described as an "enormous cyst in caput humerii" (humeral head); because of this condition, a shoulder prosthesis via a reverse shoulder arthroplasti appears to be the next course of action. There are questions out for further information and clarity. Also see associated mdrs 1221934-2012-00140, 1221934-2012-00141, 1221934-2012-00142, and 1221934-2012-00144.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail, nothing has been received; no additional information other than what was originally reported to us has been received. None of the devices or their lot numbers have been identified. We cannot tell anything from this; we cannot discern any root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.